Event description:
It was reported the implantable neurostimulator (ins) needed to be reset. The caller did not have any additional details and then stated that the issue may not be an overdischarge. The caller stated she would find out what the issue was and then disconnected the call. The caller called back and stated there was a confirmed overdischarge and the caller was unable to get the ins to ¿come up¿ after she tried doing a physician mode recharge (pmr). The caller got the 60 minute clock and then the screen would go blank. She was in the proper location but was unable to revive the ins. The caller stated this was the 2nd or 3rd time the patient had been in overdischarge. She followed up with the patient¿s health care provider and he reported he planned to replace the ins with a prime cell battery. The patient also had trouble recharging in the past. They were getting the location symbol and no stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).